Event description:
The lay-user/pt contacted lifescan alleging that her onetouch ultra meter was reading inacurrately erratic. In 02/06, the pt was "sweating" and had symptoms of being "light-headed and dizzy." The pt reported blood glucose results of "319 and 267 mg/dl" with her meter, performed within 10 minutes of each other. The pt ended up receiving an unspecified medication from a medical professional for treatment. It would have been helpful to know the following information: when the pt started noticing the the meter was reading iaccurately, when the symptoms started, and how she treated herself based on the meter's inaccurate readings. In addition, it would have been helpful to know what medicattion/treatments she took on the day of the event, when she sought medial attention, it the medical professional tested her blood glucose, what "medication" was given to her by the medical professional, if she was hospitalized, and if any adjustment were made to her medication regimen. The customer care (cca verified the the pt had been testing her blood glucose correctly using her meter. The meter was coded properly and the test strips were in good condition. The meter, test strips, and controls solution were replaced. This complaint is being reported dur to the following conclusion: the calculated difference between the readings taken on the meter exceeds the expected value of lessthan or equal to 20%. The pt obtained the elevated readings prior to developing symptoms. She ultimately required medical intervention.